Manufacturer narrative:
Per good faith effort (gfe) response, it was reported that the issue occurred during setup, the device was swapped out for another ventilator, and therapy was delayed; no patient harm reported. The issue remained after the bme replaced the solenoids valves, so the bme then replaced the data acquisition (da) printed circuit board assembly (pcba) and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a pressure sensor autozero failure occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that a pressure sensor autozero failure occurred. The bme replaced the solenoids for repair. Further case information regarding the repair is still pending.